Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported the customer was experiencing high blood glucose. Customer's mother stated their blood glucose would reach up to 400 mg/dl. The customer's mother also stated the pins on the pcap was breaking off. Customer's mother also reported having issues with their infusion set. It was also found the customer was able to resolve their high blood glucose by changing the infusion site. Customer was also able to resolve their blood glucose with the insulin pump. No additional information provided.